Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05934. It was reported that when the patient presented at a follow-up in-clinic, loss of capture was observed on the right and left ventricular leads. Non-sustained right ventricular lead oversensing was also noted however, no oversensing was found. Programming changes were made. The patient was stable before, during, and after the changes.